Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons stick and also state that reservoir when changing gets loose and not secure. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump rejects new battery and random no delivery alarm. The insulin pump will not be returned for analysis.